Event description:
A balloon developed a leak on the second inflation above its rated burst pressure during dilatation of a previously deployed stent. During withdrawal of the balloon catheter, the balloon material pulled back from the catheter shaft. The balloon was removed intact without incident. Another balloon catheter was used to successfuly complete the procedure without pt complications. The device has been destroyed by the user facility. Therefore, no failure analysis is available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpresurization or use in a calcified lession. It was indicated this device was inflated beyond its rated burst pressure as well as used to dilate a previously deployed stent. Co believes these factors contributed to this event and does not attribute it to the device. However, without evaluating the device, co is unable to determine the exact cause for this event. Co's directions for use state: "the rated burst pressure should not be exceeded. Inflation in excess of rated burst pressure may cause the balloon to rupture. If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully.